Event description:
Pt returned to surgeon, and a post op x-ray revealed a broken plate and non-union of the tibia. Surgeon revised with another plate and bone graft.

Manufacturer narrative:
No investigation could be completed, no conclusion drawn, as no device was returned. A review of the device history record revealed no complaint related anomalies. The lot met all dimensional and visual criteria at the time of MFR release. The raw material device history was reviewed and revealed no complaint anomalies.